Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a false air in line alarm occurred with the air bubble detector (abd). The staff and perfusionist (ccp) checked for air and found none. The device was not changed out, as they stopped the pump to look for air, no air was found so they proceeded with case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(6) 2013, the ccp uses two abds, one at the outlet of the venous reservoir and one after the arterial filter. A roller pump was used as the arterial pump. Level sensing and pressure measurement were not being used with the system one. Just prior to the initiation of cpb, the ccp noticed the central control monitor (ccm) was out of calibration and that it was difficult to use the timers and sliders on the ccm. The abds (both) were already turned on and active on the initiation of cpb. Because of the ccm calibration issues, the timers were not able to be used during cpb and this included cardioplegia volume tracking. The epgs sliders were also not able to be used, so the ccp used the manual epgs controls to adjust the gas flow and fractionated of inspired oxygen (fio2). After being on cpb for about thirty minutes, an audible tone occurred and the arterial pump stopped. The ccp looked at the ccm and both abd icons were green, but there was a message at the top of the ccm (indicating air was detected). There was also an air detected message on the local pump display. The ccp also reported that an abd dialog box was opened on the ccm. Traditionally, the ccp looks at the ccm icons to determine which abd location is detecting air (flashing red)...but in this case, both icons remained green. The ccp checked for air in the cpb circuit, but found none. Normally, he would reset the abd from the ccm, but reset the abd from the local pump module. Cpb was re-instituted after lack of arterial pumping for eighteen seconds. About twenty minutes later, the same event occurred. An audible tone with indication of air detection and pump stop, but again both abd ccm icons remained green. Again the circuit was checked for air and the alarm was cleared on the local pump display and cpb was re-instituted in twelve seconds. No other alarms were experienced the remainder of the procedure. The pt was at thirty-four degrees celsius when these alarmed and resultant pump stops were experienced. The procedure was completed successfully, with no associated blood loss. There was no delay in the procedure and no harm was observed.

Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00631.